Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/22/2016 with the following findings: during investigation, a visual inspection of the pump revealed that the battery cap threads were stripped and the cap was not able to secure properly. A test cap was able to secure for testing. There were multiple cracks observed in the battery compartment. No evidence of physical damage was found on to the battery compartment threads. During testing, a battery was able to be inserted and removed from the battery compartment with no issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue: user is unable to remove battery from battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.